Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to a fractured of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR- 0002023141-2022-00918.

Event description:
No further event information is available at the time of this report.